Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's sister reported on behalf of the patient his blood glucose levels rose up to 760 mg/dl while wearing the pod on the abdomen for between 5 and 24 hours. Patient received an error message stating "blockage detected" but the patient had his personal diabetes manager (pdm) on mute and did not acknowledge the message. The patient was admitted to gemeinschaftsklinikum mittelrhein, kemperhof, located at koblenzer str. 115-155, 56073 koblenz, germany. The patient was vomiting and was also sick with a cold and allergy. Patient received an insulin infusion of 20 units for treatment and was discharged after 3 days. The pod was discarded.